Manufacturer narrative:
Follow-up #1: date of submission 08/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the display screen was dim, faded, and discolored. The contrast setting was increased to the maximum of 10 with no change. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the display screen was dim, faded, and discolored. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.